Event description:
Used a touch me hot and cold smoothing facial mack (plastic gel-filled) after placing in microwave. Placed on face and burned the bridge of nose. Feels the directions are inadequate. The directions stated to place in the microwave for 10 seconds. Pt did so, didn't feel that the mask was warm, and heated it for an add'l 10 seconds before placing it on their face.